Event description:
It was reported that during an unspecified surgical procedure it was observed that the truespan 12 degree plga suture had a knot near the end and could not be passed through the hole in the pusher cutter. It was reported that the surgeon used a scalpel to cut the suture just before the knot, then pulled it with very little force, but it snapped near the anchor. There were no adverse consequences to the patient and no surgical delay. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the suture with a knot, broken and frayed. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure such as: over tensioning of the suture. As per instructions for use (IFU); use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.